Event description:
During a lobectomy procedure, the stapler could not properly from staples. The anastomosis stoma had a leakage. The procedure was changed to hand sewing. There was no reported pt consequence and one device is being returned.